Event description:
Hcp reported patient presented with signs of an infection of the device pocket. These include fever, redness, swelling, drainage, pain, and incisional wound opening. Cultures were not obtained. Patient does not have meningitis. Patient was treated with oral antibiotics and total device system explant. The device was not returned to the manufacturer for analysis. Hcp reported patient's infection is ongoing.